Event description:
It was reported the patient lost his charger and programmer. As a result, the patient was unable to use or maintain the ipg as recommended. In turn, the ipg is non-functional. An sjm representative met with the patient and confirmed the ipg is inoperable and unable to communicate with external devices. The patient will undergo surgical intervention to address the issue.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.